Event description:
The customer's mother reported that her son's reservoir has air bubbles between the o-rings and the insulin leaked into the reservoir compartment. The mother stated that her son had high blood sugar and was treated.

Manufacturer narrative:
Failure analysis has not been completed as of the date of this report.